Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical azm; the reported inappropriate pad short message could not be reproduced. Functional and defibrillation testing were performed with no discrepancies observed. Device logs indicated the short remained connected and electrodes were not applied during the event. The electrodes associated with the event were not returned for evaluation. Review of the logs did not identify a device malfunction or determined a definitive cause for the reported issue. Based on the evaluation, the device was found to be operating as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.